Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation, and/or excessive force during insertion. Per the directions for use (dfu) dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors: e. Warnings. 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient. 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use.

Event description:
On 12/09/2025, a sales representative reported via phone that three ar-3636 knotless 1.8 fibertak soft anchors experienced the same issue during a labral repair procedure on (B)(6) 2025. While attempting to shuttle the repair stitch through the anchor, the shuttle stitch unloaded and failed to pull the repair stitch through the anchor. Each anchor was unloaded, requiring removal from the patient. The case was completed using a replacement ar-3636 knotless 1.8 fibertak soft anchor from a different lot. The procedure was delayed approximately 15 minutes; additional anesthesia was administered, though the duration is unknown. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.